Event description:
The pacemaker was implanted on (B)(6) 2016. Reportedly, the patient collapsed on (B)(6) 2021, while in vacations in germany. The patient was resuscitated in the emergency by performing 4 external shocks and brought to the hospital. The patient showed a slow escape rhythm. It was impossible to interrogate the pacemaker: applying a magnet on the pacemaker had no effect. As a result, a temporary pacemaker was implanted. During the previous follow-up performed 3 to 4 months ago, the estimated residual longevity was approximately one year. The pacemaker was explanted on (B)(6) 2021. During the re-intervention, the ventricular and atrial pacing threshold were quite elevated (5.1v and 3.0v, respectively). As a result, a new ventricular lead was implanted during the same procedure.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Expertise of the returned device revealed absence of output that resulted from damages of the protective components (including the protective diodes). In addition, the interrogation failure could be explained by partial damages on the internal circuits induced by the external shocks.

Event description:
The pacemaker was implanted on (B)(6) 2016. Reportedly, the patient collapsed on (B)(6) 2021, while in vacations in germany. The patient was resuscitated in the emergency by performing 4 external shocks and brought to the hospital. The patient showed a slow escape rhythm. It was impossible to interrogate the pacemaker: applying a magnet on the pacemaker had no effect. As a result, a temporary pacemaker was implanted. During the previous follow-up performed 3 to 4 months ago, the estimated residual longevity was approximately one year. The pacemaker was explanted on (B)(6) 2021. During the re-intervention, the ventricular and atrial pacing threshold were quite elevated (5.1v and 3.0v, respectively). As a result, a new ventricular lead was implanted during the same procedure.

Event description:
The pacemaker was implanted on (B)(6) 2016. Reportedly, the patient collapsed on (B)(6) 2021, while in vacations in (B)(6). The patient was resuscitated in the emergency by performing 4 external shocks and brought to the hospital. The patient showed a slow escape rhythm. It was impossible to interrogate the pacemaker: applying a magnet on the pacemaker had no effect. As a result, a temporary pacemaker was implanted. During the previous follow-up performed 3 to 4 months ago, the estimated residual longevity was approximately one year. The pacemaker was explanted on (B)(6) 2021. During the re-intervention, the ventricular and atrial pacing threshold were quite elevated (5.1v and 3.0v, respectively). As a result, a new ventricular lead was implanted during the same procedure.